Event description:
It was reported that the insulin pump had an absence of beeps despite having correct settings for the alert. No beeps sounded upon self test. The blood glucose reading was not available. Nothing further reported.

Manufacturer narrative:
The insulin pump had no audio beep during the self test due to a broken wire of transducer. The device was received with a scratched display window, cracked display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and missing endcap sticker.